Event description:
Six days after implantation of a precise biliary stent in the carotid artery, the patient developed interstitial giant cell pneumonia. The implanting physician is said to suspect "metal allergy" as the cause of the pneumonia. The patient exhibits no other signs of an allergic reaction, such as hives or rash, and has not been previously diagnosed with metal or nickel allergies. The patient was hospitalized for the pneumonia. It was noted that the physician planned to do an allergen patch test, but the results of this testing have not been made available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.